Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. The customer localized the issue to a failed lead set. The lead set was replaced.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. The customer localized the issue to a failed lead set. The lead set was replaced. We are considering that this was a malfunction of the leads ECG based on the customer report only. (B) (4).